Manufacturer narrative:
(B)(4). Medical product: cps xs sht spdl w pins 800lbf: catalog#178364, lot#204910; cps nut co-cr-mo alloy: catalog#178512, lot#906610; cps centering sleeve 13mm: catalog#178535, lot#665390. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right knee procedure, an anchor plug implant fractured during implantation. There was a surgical delay of forty minutes while the fractured component and the associated connections were removed and replacement devices were implanted. There was no patient impact reported as a result of this malfunction.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned item found it to exhibit signs of use and has fractured. Analysis of the fractured device sample showed that it fractured due to torsional overload. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.